Manufacturer narrative:
On (B)(6) 2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, according to mentor procedure, and it revealed two tears (a and b) one on the anterior aspect (a) and the other in the posterior aspect (b) measuring approximately less than 0.1 cm each one. Microscopic examination of the edges of the tears revealed in both tears parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. It was initially reported to mentor that the patient had her explanted breast prosthesis replaced with an unspecified mentor breast prosthesis on (B)(6) 2020. New information received states that the patient had only her left breast prosthesis explanted on (B)(6) 2020, and it was replaced with a mentor smooth round moderate profile 300cc saline breast prosthesis on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. During explantation surgery on (B)(6) 2020, it was observed that the left breast prosthesis has a small hole in it and was partially deflated. As a result, the patient underwent replacement surgery with an unspecified mentor breast prosthesis on (B)(6) 2020.